Event description:
Patient (53 yo obese male) treated the day prior for bilateral pulmonary emboli (pe) and unfortunately expired the following afternoon. Following use of two (2) devices during the procedure, the devices were successfully removed and then followed by successful sheath removal. Heparin therapy was initiated approximately two hours later. Following treatment, the patient's condition appeared to improve significantly. His heart rate and oxygen saturation improved, and he reported feeling much better. Around midday, however, the patient reported a sudden onset of shortness of breath. Within approximately five minutes, he developed pulseless electrical activity (pea) arrest and a full code was initiated. Despite resuscitative efforts, the team was unable to revive him, and the patient expired. Physician does not believe the devices were involved in the patient's death, stating "the patient's issues were not in any case, or shape, or form related to the device".